Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4). The full lead was returned with a scimed guidewire stuck in it. The distal conductor is very distorted from attempted removal of the guidewire. It could not be determined what caused the guidewire to become stuck.

Event description:
It was reported that during the implant procedure, the pt choice guidewire became stuck in the lead. The device was not implanted. No patient complications have been reported as a result of this event.